Manufacturer narrative:
The total bilirubin reagent lot number was 82297701, with an expiration date of 30-apr-2026. Calibration data was acceptable. On 19-may-2025, quality control recovery was around 92 % for both control levels. On 20-may-2021 and 21-may-2025, control recovery was around 103 %. From 09-may-2025 to 13-may-2025, there was a constant decrease in the quality control recovery from 1 standard deviation to minus 3 standard deviations. A reaction monitor of the sample measurement showed turbidity starting directly after the addition of reagent, but no end point can be seen. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilirubin total gen.3 on a cobas 8000 c702 module. The sample initially resulted in a total bilirubin value of 1.530 mg/dl with a data flag indicating the value was greater than the prozone limit. The sample was automatically repeated with a decreased sample volume, resulting in a value of 0.510 mg/dl. The customer repeated the sample, resulting in a total bilirubin value of 1.099 mg/dl. The customer diluted the sample 1:2 and repeated it and it resulted in a value that was comparable to the 0.510 mg/dl. Value. The sample was diluted 1:5 and repeated, resulting in a total bilirubin value of < 0.575 mg/dl with a data flag. The sample was diluted 1:3 and repeated, resulting in a total bilirubin value of 0.545 mg/dl.

Manufacturer narrative:
The investigation determined that the issue is consistent with a sample-related issue. A gammopathy is most likely present in the sample. Per product labeling, "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results.".